Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility clinic manager (cm) reported to technical support that a 2008t blood pump rotor guide post (pin) sleeves were coming loose that caused a cut of the lines and a blood leak. Upon follow-up, the registered nurse (rn) stated three hours and fifteen minutes after initiation of a patient's hemodialysis (hd) treatment the blood pump rotor guide post (pin) sleeves were coming loose that caused a cut of the lines and a blood leak. The rn stated treatment was immediately stopped when the blood leak was observed and blood was returned on the arterial side only. The rn stated the blood pump rotor was removed from service and remains our of service. Per rn it was clarified if the rotor was original to the machine. The rn stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. Rn stated the estimated blood loss was 300ml. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The rn stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to technical support that a 2008t blood pump rotor guide post (pin) sleeves were coming loose that caused a cut of the lines and a blood leak. Upon follow-up, the registered nurse (rn) stated three hours and fifteen minutes after initiation of a patient's hemodialysis (hd) treatment the blood pump rotor guide post (pin) sleeves were coming loose that caused a cut of the lines and a blood leak. The rn stated treatment was immediately stopped when the blood leak was observed and blood was returned on the arterial side only. The rn stated the blood pump rotor was removed from service and remains our of service. Per rn it was clarified if the rotor was original to the machine. The rn stated that a fresenius dialyzer and bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. Rn stated the estimated blood loss was 300ml. Immediately following the event, the patient was switched over to a different machine and resumed and completed treatment without further issue. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The rn stated the component was available to be returned for manufacturer evaluation.